Event description:
It was reported the pt is not receiving effective stimulation in her lower foot. The pt underwent a trial procedure on (B)(6) 2013, to try to provide coverage to her lower foot; however, the procedure was abandoned (reference MFR. 1627487-2013-0243150).

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.